Event description:
It was reported to philips that the system could not make exposures. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was being performed when the issue occurred and was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system could not make exposures. Upon troubleshooting, the fse found that the data disk of x-ray pc was failed, the fse tried reloading the software but failed. Fse confirmed that the solid-state drive (ssd) was defective. To resolve the issue, the fse replaced the ssd, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.